Event description:
It was reported that the patient¿s blood glucose reached 600 mg/dl while wearing the pod between 1 and 4 hours. The needle mechanism did not fully deploy as intended during activation. The patient's mother reported that he was seen by paramedics and taken to the hospital as the sugar levels did not decrease upon pod removal and with multiple bolus corrections. The patient's father was with him at the hospital and reported that the blood glucose level decreased to 160 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia, needle mechanism failure and hospitalization or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.